Event description:
It was reported that a patient underwent a cardiac ablation procedure with a THERMOCOOL SMARTTOUCH SF and the patient experienced a cardiac tamponade that required drainage and prolonged hospitalization.The patient complained of chest pain the following morning after the procedure. Vital signs were within normal range, but a pericardial effusion was observed. Drainage was performed. No extension of hospitalization. The physician¿s assessment of the health hazard was non serious (moderate/minor). The physician's comment regarding relationship between the event and the product was unknown. The procedure was performed as usual. No abnormalities observed prior to nor during product use.Additional information was received on 12-Jul-2026. The physician's opinion on the cause of the adverse event was that it was unlikely related to the product; however, the cause remains unknown. Following the drainage, the patient's condition improved. The hospital stay was prolonged by 1-2 days.

Manufacturer narrative:
An Analysis of the product could not be performed since a physical sample was not received for evaluation.A manufacturing record evaluation was performed for the finished device number lot: 31876366L and no internal actions related to the complaint were found during the review.As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition.If the product is received at a later date, the investigation will be updated as applicable.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Biosense Webster, Inc., or its employees that the report constitutes an admission that the product, Biosense Webster, Inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.Manufacturer's Reference Number: (b)(4).